Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue that the device would not inflate due to a tubing break just above the pump and there was no fluid in the system, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation, that the device would not inflate due to a tubing break just above the pump and there was no fluid in the system, cannot be confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed as when the patient tried to cycle the implant, it would not inflate. During the revision, it was found that the tubing had broken just above the pump and there was no fluid in the system. New inflatable penile prosthesis cylinders and pump were implanted. No patient complications were reported in relation to this event.